Manufacturer narrative:
G4: 16jan2020 b4: (b0(6) 2020. The customer reported that the replacement of the power supply resolved the reported issue. After this repair, the unit read the correct 24v reading and the "on" light emitting diode (led) was lit. The unit was put back into patient use. There is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/02/2020.

Event description:
The customer reported battery is not charging. The remote customer service instructed the customer to plug unit into ac (alternating current) power supply and navigate to diagnostics screen. The customer indicated the 24 volt power supply displaying zero volt and has checked voltage between brown and orange power supply wire and is also reporting no voltage. The remote customer service recommended customer to order and replace v60 power supply. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.